Manufacturer narrative:
Product evaluation: the product was not returned. The product investigation could not identify a root cause for the report glare an residual astigmatism. The iol does not have a cylinder component and does not correct for astigmatism. The replacement lens was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned wrapped in white gauze material. Viscoelastic was observed dried on the lens. The optic was cut into two large pieces. This optic damage is similar in appearance to damage created during a removal from the eye. The optic also has lines of small split/cracks that extend from the edges inwardly. The damage was present on the anterior optic surface and directly opposite on the posterior optic surface. The damage is similar in shape to a tool used to grasp the lens. Root cause: the product investigation could not identify a root cause for the report glare an residual astigmatism. The lens was returned cut into two pieces typical of damage incurred during removal from the eye. The iol does not have a cylinder component and does not correct for astigmatism. The replacement lens was not provided. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and residual astigmatism. The iol was exchanged for another lens model eleven months following the initial implant procedure. Additional information has been requested.